Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 strip from the jaws came detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). Autonumber: (B)(4). Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for investigation. Signs of clinical use was observed. There was evidence of blood and charred tissue detected on the jaws of the device. The silicone coating on the jaws was observed to be intact with no cracks or peeled areas detected. The heater wire was observed to be detached at the tip, flexed at the center, yet remained attached at the base of the device. Based on the returned condition of the device, and the results of the investigation, the reported failure "peeled jaw" is not confirmed, however the analyzed failure "material twisted/bent; wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 strip from the jaws came detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.